Manufacturer narrative:
H3 other text: multiple attempts have been made to gather additional information. At this time no response has been received.

Event description:
It was reported to philips that the device seems to have no program on motherboard. There was no patient involvement. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips that the device seems to have no program on motherboard. There was no patient involvement.